Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) and remote arm controller (rac) to resolve the issue. The system was verified and ready to use. The rac was returned for failure analysis, and the reported issue was not confirmed. The logs confirmed the errors occurred in the field. A visual inspection was performed, and no issue was found related to the reported issue. The rac was installed on the golden system where the component functioned as expected, and no error code was presented. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were investigated, but no error could be found. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. In logs, error 23 was found indicating the embedded serializer in master base (esmb) and main wire harness on the mtm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed where sine cycle test was found to be failing on the mtm. Once testing was completed, the esmb and main wire harness were tested and were verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the esmb and main wire harness were found to be the root cause of the reported event.

Event description:
It was reported that a non-recoverable fault occurred on the system, following which the customer power cycled the system and encountered another error. The system had not been connected to onsite support for an extended period. The technical service engineer (tse) recommended the customer check the blue fiber cable connections. The customer would call back when additional information would be available and informed they would attempt to connect the system to onsite. No known impact or patient consequence was reported.